Manufacturer narrative:
Patient information is not available for reporting. Date of postoperative plate breakage and distal femoral non-union development is unknown. Additional device product codes: hwc, hty, jdw. Implant date is unknown. Device not explanted yet. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient will have to undergo a revision surgery on (B)(6) 2018 for removal of broken 4.5 mm locking compression (lcp) condylar plate 12 holes/278 mm-left and treatment of distal femoral non-union. The patient was implanted with a 4.5 mm lcp condylar plate and a combination of cortex and locking screws for a distal femur fracture on an unknown date. Further it was reported that the patient didn't showed up for the revision surgery scheduled for (B)(6) 2018. It is unknown as of right now that whether and when the revision surgery will take place in the future. Concomitant devices reported: cortex screws (part # unknown, lot # unknown, qty # unknown), locking screws (part # unknown, lot # unknown, qty # unknown). This is report 1 of 1 for (B)(4).